Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula event on (B)(6) 2025. Due to the bent cannula, the patient developed elevated blood glucose, reaching 347mg/dl, with trace to moderate ketones present. The patient also experienced polydipsia, diabetic ketoacidosis (dka). No further information available.